Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub rebooted during the middle of the case. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: the hub rebooted during the middle of the case. Sw is unknown since they are currently in case. The failure identified in the investigation is consistent with the complaint record. Probable root cause can be attributed to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hub rebooted during the middle of the case. Therefore, there was loss of image.